Manufacturer narrative:
Further information has been requested but not yet received.

Event description:
It was reported that the pacemaker exhibited premature battery depletion. No changes or intervention was performed. The patient condition was stable.